Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to replicate the issue, and the unit's augmentation was satisfactory. The unit passed all functional and safety tests and was handed over to customer in good working condition.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) shows augmentation is low. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) shows augmentation is low. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.